Manufacturer narrative:
Good faith efforts were made to obtain information regarding device repair, and operational status with no response from the reporter and therefore cannot be determined. This file is closed and can be reopened if new information becomes available. The device was being set up for treatment when the reported event occurred. No medical intervention provided to the patient, nor a delay was noted.

Event description:
The customer called technical support (ts) reporting that the device alarms led failed message on the screen during device set up. Error code 1105 was verified in the log. The customer reported there was no patient involvement at the time the issue was discovered. No medical intervention was provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the power switch overlay to correct the issue and provided the part number.